Manufacturer narrative:
Additional information is provided. The measurement of axial length measurement has the greatest potential for error in calculating iol power. Traditionally, contact a-scan ultrasonography is used. This measures the time taken for sound to traverse the eye and converts it to a linear value using a velocity formula. Part of the ultrasound beam reflects back from each surface in the eye ¿ cornea, anterior lens, posterior lens, and retina. The reflected beam is translated into an image showing lines (spikes) for each surface. The distance between the corneal and retinal spikes gives the axial length of the eye. The alignment of the a-scan is vitally important. If the alignment is incorrect, the length of the eye will be underestimated. Most systems rely on the patient fixing on a target ¿ usually a light in the probe. Patients with poor vision, whether from cataract or from some other pathology, are less likely to fixate accurately, and are more prone to biometry errors. Tips for accurate measurement of axial length (using applanation): ensure the machine is calibrated and set for the correct velocity setting (e.g. Cataract, aphakia, pseudophakia); the echoes from cornea, anterior lens, posterior lens, and retina should be present and of good amplitude; misalignment along the optic nerve is recognized by an absent scleral spike; the gain should be set at the lowest level at which a good reading is obtained; take care with axial alignment, especially with a hand-held probe and a moving patient (as described above); don't push too hard ¿ corneal compression commonly causes errors; errors may arise from an insufficient or greasy corneal meniscus due to ointment or methylcellulose used previously. Extremely dense cataracts create difficulties, as they absorb sound as it passes through the lens. A higher gain setting may be necessary to achieve adequate spikes. Posterior staphylomata in myopic eyes not only cause an elongated globe, but often tilt the macula as well so that the ultrasound beam is deflected. There are known reasons for biometry errors include: people in a hurry, lack of training or accessible guidelines, reliance on others, technical failure (rarely), and human error (often). Some common mistakes that may result in unexpected refractive outcome include: wrong a-constant selected, wrong formula used, wrong k-readings entered by hand (90 degrees out), biometry print-out stuck in wrong patient's notes, wrong patient in theatre, reversed iol optic, or wrong iol implanted. The operators manual includes the warning: ensure that the correct technique (contact or immersion) is selected for the technique being performed. Incorrect technique selection will impact the accuracy of the results. Contact - in the contact technique, readings are obtained by placing the biometry probe directly on the patient¿s cornea. Immersion - in the immersion technique, an immersion shell containing the probe is placed on the patient's eye and filled with solution between the probe and the cornea. Since the probe is not touching the cornea, there is an offset on the display between the peak from the probe tip and the peak from the cornea. The system was manufactured on september 21, 2006. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that incorrect data was obtained after measuring and calculating the intraocular lens (iol) power for a patient. There was no patient harm. Additional information has been requested.